Manufacturer narrative:
Additional information: h3, h4, h6 (update codes), h11 h4: the lot was manufactured between january 2-3, 2025. H11: the actual device was received for evaluation. A leak test was performed and a very slow leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of the bladder crimp leak was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The issue was noticed during filling and there was about 50ml of liquid medicine in the plastic housing. The device was filled with fluorouracil and 60ml saline having a fill volume of 140ml. There was no patient involvement. No additional information is available.